Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: vamc4040c150te, sn (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 67 mm diameter thoracic aortic aneurysm. It was reported that approximately one year and one month post index procedure the patient experienced an intracranial hemorrhage that led to patient death. The device and procedure relationship has not yet been assessed by the investigator. No additional clinical sequelae were reported.